Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. The customer has not provided any data for the allegation. (B)(4)

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
The customer alleged discrepant results generated for the cobas¿ sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received a potential false positive result for a patients sample tested with the cobas¿ sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas¿ liat¿ system s/n (B)(4). The customer reported that on (B)(6) 2021 they observed a sars-cov-2 positive, influenza a negative, influenza b negative result for a patients sample analyzed on the cobas¿ liat¿ system s/n (B)(4). The patients same sample was repeat tested twice on the same cobas¿ liat¿ system s/n (B)(4) that generated sars-cov-2 negative, influenza a negative, influenza b negative results for the two repeat test. No harm or injury was indicated. Patient sample was collected using nasopharyngeal in ctm 3 ml. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The initial positive result was reported out to the patient and/or personnel treating the patient. The corrected negative results were then reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.